Event description:
It was reported the patient left a message on 4-9-15 for the healthcare provider's office regarding eos/eri stating they went to the hospital. No patient symptoms, interventions, drug or outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. Product ID 8840, product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).